Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 05/07/2010, 05/11/2010, 05/12/2010 and 05/24/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
Adverse event(s): "irregular astigmatism" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A practice mgr reported a pt with irregular astigmatism following intraocular lens (iol) implant surgery. Add'l info has been requested.